Event description:
Optical module, model om-2e, (B)(4) was reported by customer as "cable not working". No further information was given by customer. No patient injury was reported.

Manufacturer narrative:
The optical module was returned to an edwards electronics service center for evaluation. An edwards electronic technician evaluated the optical module and during analysis the svo2 value was found to be drifting. Upon further investigation it was determined that the trilens (optical lens) component was faulty causing the svo2 drift. Although the root cause for this damage cannot be determined, there are multiple potential causes for a faulty trilens, including: misuse - dropping, normal wear and tear, blood spillage, misuse of chemicals to clean the lens. The service history record for this device was reviewed and all manufacturing requirements were met. Although the product is not expired, it is 40 months old (expiration date is at 42 months). How the product was cared for and stored between uses is unknown. The faulty cable cannot be repaired and was decommissioned.